Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6); UDI#: (B)(4). H6 codes belong to the patient controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient controller was having problems, the screen does not turn on, even after having charged it. Therefore, it could not be recharged. The ins had a low battery. The patient has taken proper care and use of the device. The patient was scheduled for consultation and a review of the device. It was evident that on occasions the screen turns on, but there are times when it turns off completely and does not respond. A patient controller was provided to the patient so that he could recharge while his replacement was resolved under warranty. Issue was not resolved. Additional information was received reporting the patient controller failed to charge and turn on, therefore, it could not recharge the ins. When the patient controller was checked, it did not turn on and screen was black. The borrowed patient controller resolved the problems. The patient's therapy was working in optimal conditions. It has been possible to load and control your therapies with the provided control.

Manufacturer narrative:
H3: analysis of the [controller], model [97745], s/n [(B)(6)], revealed: complaint unverified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3: upon further review, corrected g3 from 08 jul 2025 to 07 aug 2025 for the last supplemental information submitted on 03 sep 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.